Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
Per the clinic, the infection was not device related.

Manufacturer narrative:
This report is submitted on 07 november 2019.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2019 due to infection and incorrect placement of electrode array. The patient was re-implanted with a new device during the same surgery.